Manufacturer narrative:
The report of clock resets was confirmed based on the information contained in the submitted log file. The log file captured two date stamp reset events caused by a complete loss of power following power cable disconnects; however, prior to and after both events, pump power, flow, and pulsatility index were within normal limits. The instructions for use states that unplugging both power leads at the same time will cause the pump to stop. The patient was re-educated and no further reports of disconnecting both power cables at the same time were made. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that there was clock reset on the pt history screen. A review of the submitted log file data was consistent with a complete loss power to the system controller. The system controller power was restored and the pump parameters returned to normal limits. It was noted that the pump stopped during the events. No further info is available at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.